Manufacturer narrative:
The technician found the trendelenburg button on the control panel was not functioning. He replaced the control panel assembly to repair the bed.

Event description:
Information received indicates, the trendelenburg function is not working.